Manufacturer narrative:
Duplicated. Mechanical problem cable.

Event description:
Heat was noted by procare. There was no patient impact, no delay, no medical intervention, and no adverse consequences.